Event description:
Reportedly the device electrode has extruded through the external auditory canal (eac).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to an extrusion of the electrode lead into the external ear canal. Reportedly the electrode was re-inserted successfully. The device remains implanted and in use. This is a final report.

Event description:
The audiologist reported that the recipient is being revised on (B)(6) 2023. The lead has extruded through the external auditory canal (eac). The surgeon was able to reinsert the users array back into the cochlea and did not need to explant.